Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: four returned customer samples were received for evaluation of defective safety shields. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6197694. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that there were striation along the needle of a 21 g x 1.25 in bd eclipse blood collection needle with luer adapter and it was difficult to close the safety cap over the needle when disposed of. There was no injury to patient or clinician and no medical interventions were reported. It is unknown how many times this occurred.